Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test at 9.19 psi. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/29/2024. H3: one device was returned for repair in used condition. Fluid ingression was noted on the downstream occlusion (dso) sensor. This device has not been in for service in the review period. Event history was not available to review. The reported problem of failed occlusion test @ 9.19 psi was not verified by functional testing. The probable cause is the dso sensor was contaminated of fluid ingression. Replaced the sensor to correct the issue. The device passed all functional tests after the repair.